Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted draining sinus tract and infected mesh. He had to lyse extensive adhesions to the mesh for approximately 2 hours. He then noted that the mesh densely adherent to the ilium had perforated the ilium likely causing the mesh infection. The small bowel fistula to the mesh was taken down and resected. He performed jejunojejunostomy. It was reported that the patient experienced severe pain, nausea, inflammation, infected mesh, infection, fistula, bowel injury, bowel resection, abdominal wall cellulitis, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/13/2022.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted draining sinus tract and infected mesh. He had to lyse extensive adhesions to the mesh for approximately 2 hours. He then noted that the mesh densely adherent to the ilium had perforated the ilium likely causing the mesh infection. The small bowel fistula to the mesh was taken down and resected. He performed jejunojejunostomy. It was reported that the patient experienced severe pain, nausea, inflammation, infected mesh, infection, fistula, bowel injury, bowel resection, abdominal wall cellulitis, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 3/14/2022. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.